Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 146803 16 items manufactured and released on (B)(6) 2014. Expiration date: 2019(B)(6). No anomalies found related to the issue. To date, 16 items of the same lot have been already sold without any similar reported event. Investigation performed by patient match department on (B)(6) 2018: no extra-analysis is possible, since we did not receive any x-ray. Our analysis of the my knee process of this case found no deviations from the standard procedures. Each step has been performed correctly. On (B)(6) 2018 my knee dept reported also the following comments: the reported issue of the residual valgus cannot be related to the planning, as no residual valgus was set for the case. Reviewing the images used for the planning, the reported issue of a too large femur size is not confirmed the notching is not linkable to any of the two issues reported in the complaint (oversizing of the femoral component and residual valgus alignment of the femur).

Event description:
This surgeon did a bilateral surgery on (B)(6) 2017. Post-operatively he noticed that the patient's femoral component appeared to be calculated by the computer to be too large. In addition, it also seemed that the myknee blocks placed the femur in a greater valgus position than when he uses instruments. The surgeon decided to observe this patient over the next few months. The patient came in complaining about their knee not feeling straight. The surgeon downsized the femur from size 2 to 1 (ref 02.07.2401l rev. Femur p.s. Cemented left s1); the new liner implanted was ref (B)(6) insert semiconstrained 14mm s2 (so 3mm thicker). The surgery was completed successfully.